Event description:
The customer reported the speaker of the x2 stopped working and do not make any sound. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device in question. The brt confirmed there was no sound. The brt reported the speaker as blown out. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. After speaker replacement the device was returned to functional use with no further issues identified. The new speaker gave off noise without any interruption. The device remains at the customer site.

Event description:
The customer reported the speaker of the x2 stopped working and does not make any sound. The device was in use on a patient at the time of the event. There was no report of patient or user harm.